Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 2.75 x 18 mm multi-link 8 stent delivery system (sds) was advanced to the lesion, but prior to inflation, a dissection occurred, so the device was removed. A trek balloon was used to seal the dissection. A 2.5 x 20 mm nc mercury balloon catheter was used successfully for dilatation and a non-abbott stent was placed to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was no damage noted to the stent or the delivery system. There was no reported product deficiency. The reported patient effects of dissection is listed in the multi-link 8 instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect of dissection, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure.